Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the (light emitting diode) led indicator was faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 22mar2019. The manufacturer¿s international service technician confirmed the reported issue. Because of a slight loose connection, an orange power led turned off by vibration such as button operation. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.